Manufacturer narrative:
This event occurred in (B)(6). "(B)(6)". (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnths on an e602 analyzer. The result from the sample did not correlate with the clinical status of the patient. The sample resulted as 0.540 ug/l and this value was reported outside of the laboratory to the doctor. The value was confirmed by repeats performed with dilutions of the sample. The sample was repeated with a 1:5 dilution, resulting as 0.113 ug/l. The sample was also repeated with a 1:10 dilution, resulting as 0.064 ug/l. The physician did not agree with the result because the patient did not have cardiac problems. The customer states that the patient had a high result of ac anti-thyroperoxydase and the customer believes that there can be an interference between troponin and anti-thyroperoxydase. The patient was not adversely affected. The e602 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
The patient's tnths test was ordered post introduction of an initial dose of l thyroxine in context of a severe and deep hypothyroidism. The patient had a final diagnosis of "no abnormalities suggestive of ischemic ECG disorder." The patient had a precordial systolic murmur in childhood and has been overweight since 11 years of age. The patient has clinical symptoms of "hair removal, skin xerosis, lunar, pale facies, alopecia, infiltration lips and macroglossia, edema very important on legs". The patient reported chest pain "spontaneously transferor quickly." The patient had a (B)(6) troponin I result. On (B)(6) 2016, the patient had a tnths result of 0.374 ug/l. On 05/02/2016, the patient had a tnths result of 0.371 ug/l. On (B)(6) 2016, the patient had a cpk result of 888 u/l. On (B)(6) 2016, the patient had a tnths result of 0.438 ug/l and a cpk result of 731 u/l. On (B)(6) 2016, the patient had a tnths result of 0.442 ug/l.

Manufacturer narrative:
Seven samples from the patient were provided for investigation. The customer's tnths results could be reproduced. Further investigations of the samples conclude that the tnths values measured in the patient samples are true positive values.